Event description:
Left internal iliac artery had been embolized prior to the aaa repair procedure. Deployment of the zenith device noted the graft landed at the pre-determined locations within the vessel. Balloon catheter was advanced and inflated at the junction and seal sites. Prior to molding the distal sealing stent of the ipsilateral iliac leg graft, the balloon catheter ruptured. Angiogram performed detected a distal type I endoleak. Second balloon catheter was advanced and inflated without a resolve to the endoleak, although the flow was diminished in size. A pta balloon catheter was then used to inflate the distal segment of the leg graft, causing the most distal portion of the graft to move upward approximately 2 millimeters. The initial landing zone of the leg graft was now compromised. A decision was made to sacrifice the right internal iliac artery and deploy an iliac leg graft distally, landing in the external iliac artery. A secure seal of vessel was achieved. At the conclusion of the procedure, flow to the aneurysm was excluded and a slight flow through the right internal iliac was noted. Flow within the internal iliac is believed will cease when normal act level is regained. Pt to be evaluated in order to determine if a fem-fem bypass procedure is necessary.